Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis (mpp) for unspecified reasons. The mpp was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported.